Event description:
While performing a liver biopsy on a pt with a 14ga achieve biopsy needle, dr. Experienced three failures and was unable to obtain a core sample. The physician discarded the needle and was able to obtain a core sample with the second device.